Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the nozzle was clogged with a black plastic-like foreign matter, but it was not possible to identify what the foreign matter was. There was no damage or deformation to the nozzle. There were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. The following fields were updated: b3/date of event: september 29, 2022 b5/describe event or problem: the event was discovered during the diagnostic procedure. The procedure was completed with the same set of equipment. There was no patient harm.

Event description:
The event was discovered during the diagnostic procedure. The procedure was completed with the same set of equipment. There was no patient harm.

Event description:
The customer reported to olympus that while using the evis exera lll gastrointestinal videoscope, there were air/water flow issues from the air/water flow system. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; the air/water nozzle was blocked by foreign debris. The bending section cover was peeling off, the protector of the connecting tube was damaged, there was presence of knob play and less angulation, and there was air leak to the air valve unit. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.